Event description:
It was reported that the patient experienced hypoglycemia reported at 34 mg/dl while using the ilet, with the healthcare provider increasing the glucose target and the parent noting aggressive correction dosing after frequent pump pauses and resumptions; the parent reported treating when glucose was approximately 100 mg/dl due to 4 units of insulin on board, and the patient used oral glucose for treatment. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for patient-initiated carbohydrate treatment and additional training. Investigation included review of reported use patterns and user education. Investigation of this case revealed that frequent user-initiated pausing of insulin delivery followed by resumed delivery during elevated glucose led to aggressive automated corrections, contributing to hypoglycemia, and that the patient overtreatment of low glucose further impacted control. It was concluded, based on previously established findings for similar reports, that user technique and therapy management decisions contributed to the event.